Manufacturer narrative:
Additional info received via law suit reveals that the device model used 450 and not an sps 550, as orignally submitted. The specific product code used is still unknown.

Event description:
Third party lawsuit received and alleges pt was "attached to a baxter dialyzer, model number 1150 or 550" for hemodialysis treatment on 10/13/95 when a needle carrying blood and connecting pt to dialyzer came out of her arm. The pt lost approx 3.5 pints of blood. The pt reportedly suffered acute blood loss anemia and went into hypovolemic shock, allegedly caused her death on 10/15/95.